Event description:
It was reported that patient seen by provider and the patient's device had a high impedance and low output current reading. Representative also noted that the patient had a generator replacement and that the reading is still present, therefore a lead revision will be required. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis for the explanted generator was completed. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Internal generator data was reviewed and high impedance was seen while patient was implanted.

Event description:
It was later reported that patient had a lead revision surgery. Impedance was within normal limits after this. The patient's previously explanted generator was returned for analysis but product analysis has not yet been completed to date. The explanted lead has been discarded by facility.